Event description:
It was reported that the programmer screen would not calibrate with the touch stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display overlay was replaced and calibrated. Also, the link electronic module (lem) printed circuit board (pcb) was replaced due to a damaged connector. Product ID r2067 radiofrequency head.